Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. The root cause of this condition could not be determined. A (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured during patient use. The device was being used to deliver ropivacaine hydrochloride hydrate, fentanyl citrate and droperidol to the patient when the reservoir ruptured. There was no patient injury or medical intervention. No additional information is available at this time.